Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 neutraclear needle-free connectors were blocked and could not administer adrenaline when hooked up to the prefilled syringes. A three-way tap was used in place of the connector, but the "significant delay" in administering "emergency life sustaining medication" led to the patient being unable to be resuscitated, and the patient passed away. The following information was provided by the initial reporter: patient's clinical health deteriorated required resuscitation with emergency intravenous medications. Patient in an isolation room with infectious precautions in place's. Staff inserted a peripheral IV cannula and attached a neutraclear needle-free connector directly onto the end of the IV cannula. Neutraclear able to be flushed and IV patent. Staff attached the link minijet adrenaline 1:10,000 prefilled syringe but were not able to administer the adrenaline due to a perceived blockage. Second IV cannula inserted and again same result using the same minijet adrenaline syringe. Staff inserted jugular catheter and attached a third neutraclear were again unable administer the emergency prefilled minijet adrenaline. Staff removed neutraclear and attached a 3 way tap and minijet adrenaline administered. Significant delay in administration of emergency life sustaining medication to patient. Patient not able to be resuscitated. Patient deceased. Cpa states that the link minijet prefilled syringe has a short luer and when attached to the neutraclear, is seen to only activate the internal post halfway down and is incompatible.

Event description:
It was reported that 3 neutraclear needle-free connectors were blocked and could not administer adrenaline when hooked up to the prefilled syringes. A three-way tap was used in place of the connector, but the "significant delay" in administering "emergency life sustaining medication" led to the patient being unable to be resuscitated, and the patient passed away. The following information was provided by the initial reporter: patient's clinical health deteriorated required resuscitation with emergency intravenous medications. Patient in an isolation room with infectious precautions in place's. Staff inserted a peripheral IV cannula and attached a neutraclear needlefree connector directly onto the end of the IV cannula. Neutraclear able to be flushed and IV patent. Staff attached the link minijet adrenaline 1:10,000 prefilled syringe but were not able to administer the adrenaline due to a perceived blockage. Second IV cannula inserted and again same result using the same minijet adrenaline syringe. Staff inserted jugular catheter and attached a third neutraclear were again unable administer the emergency prefilled minijet adrenaline. Staff removed neutraclear and attached a 3 way tap and minijet adrenaline administered. Significant delay in administration of emergency life sustaining medication to patient. Patient not able to be resuscitated. Patient deceased. Cpa states that the link minijet prefilled syringe has a short luer and when attached to the neutraclear, is seen to only activate the internal post halfway down and is incompatible.

Manufacturer narrative:
Investigation summary: an el200 product was not available for investigation furthermore the lot number was not provided on this occasion. From the information provided by the customer it appears that the nurse attempted to provide a bolus using a link minijet adrenaline 1:10, 000 prefilled syringe via the neutraclear, which could not be administered and resulted in a significant delay in administering the adrenaline to the patient. Further information provided by the customer indicates that the link minijet adrenaline 1:10, 000 prefilled syringe is supplied with a connector compatibility document, which does not indicate the neutraclear as a compatible valve. Furthermore the outer box of the syringe also indicates that the component should only be used with a compatible connector. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl, for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample and connecting product in use at the time of the incident were not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. However based on the information provided by the customer for the link minijet adrenaline 1:10, 000 prefilled syringe it is likely that an incompatibility was observed between the two components which resulted in the occlusion experienced by the customer. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the el200 product.